Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Customer¿s blood glucose level ranged from 108-127 mg/dl. Customer reset the pump prior to the report with tandem technical support. Subsequently, the battery gauge was observed to be fluctuating. Customer's blood glucose level ranged from 135-136 mg/dl. Customer continued using the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.